Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) mode had changed by reset. The patient had complained of feeling poorly and came to clinic for device interrogation.